Event description:
It was reported that noise was observed on the right ventricular lead while the patient was lying down but was not observed while the patient was sitting. A lead warning had been triggered for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (B)(6) 2009. (B)(4).